Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) who was an imaging education specialist/registered radiologic technologist and magnetic resonance safety officer via a manufacturer's representative regarding a patient who was receiving an unknown drug (concentration and dose also unknown) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) that the patient was having an MRI (magnetic resonance imaging) and reported that they had removed their catheter but the pump was still in the body but was not working. No symptoms were reported. The date of the event was unknown. Additional information was received from an hcp via a manufacturer's representative on 2017-nov-14. It was reported that the hcp who initially reported the event reached out to the physician after receiving a conflicting report that the catheter was removed and another report that it was tied off. The physician who performed the surgery replied that they in fact tied the catheter off and the settings were placed at minimum rate. Reasons for doing so were unknown. It was unknown in what way the pump was not working. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician/account and that both the managing physician and the physician who performed the surgery were aware of the status of the patient per the hcp who initially reported the event. It was noted that the managing physician was no longer managing the pump since the last refill. No further complications were reported or anticipated.